Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed three devices were returned in the same carton. A visual inspection of device one revealed the device was returned outside of original packaging. The anchors and suture were not with the device. The needle shaft has been bent from manufacturer intended position. The actuator does not appear to be functioned. A visual inspection on the other two devices reveal they were not returned in original packaging. The anchors and sutures were not returned with the devices. The actuators have been functioned. No visible damage to the devices. A functional evaluation of device one revealed the actuator could not be functioned as intended. A functional evaluation of the next two devices revealed the actuator could be functioned as expected. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the customer provided images show a bent fast-fix. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a meniscus repair, the fast-fix had the sutures between t1 and t2 too short and caused t2 to fell from meniscus. There was backup device available to complete the procedure, it is unknown if there was a delay. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.